Manufacturer narrative:
D4: lot # - potential lots were r22j11024, r23a24017, r22l07024 and r22l10024. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from an unspecified location. The issue was identified during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one used sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage tests were performed, and a leak was observed between the disks of the check valve. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted for the suspected lot numbers: r22j11024, expiration date 10/12/2027, manufactured 10/12/2022 . R22l07024, expiration date 12/07/2024, manufactured 12/8/2022. R22l10024, expiration date 12/12/2024, manufactured 12/13/2022 . R23a24017, expiration date 01/25/2025, manufactured 10/26/2023. There were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.